Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings, color markers and the extension sleeve were damaged on the attachment device. It was further determined that the balls were missing, the cages were not available and the ball bearings had fallen apart. It was further determined that the device failed pretest for temperature, cutter insertion and lock operation. It was noted in the service order that the burr/blade device was not detachable. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device availability: the device availability was documented as nov 22, 2017 in the initial report. The date returned to manufacturer was corrected to dec 8, 2017. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that the device failed the cutter insertion assessment. During repair, it was observed that the bearings were corroded creating a situation where the cutter device was not able to be inserted. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.